Event description:
It was reported the nurse said that the epg (external pulse generator) turned itself off. The nurse replaced the battery and pushed it in and device operated. The biomed inspected the battery contacts and they are discolored and need to be replaced. The epg is being returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.